Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to issue specific medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the user was unable to retrieve specific medication. A technical support specialist (tss) reviewed the issue through medbank myqlink (myql) and informed the customer that the medication had not been assigned, which was the reason she was unable to issue it. The customer acknowledged the explanation, and the case was subsequently closed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to issue specific medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.